Manufacturer narrative:
The distal tip of exposed soft cannula was found to be damaged (pinched). During fluid path test, fluid was passing out through a tear on the pinched portion of soft cannula. It could not be determined when this damage to soft cannula occurred. The pod received was having evidence of blood on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and the bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the reported bleeding/bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 800 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient stated that they sought medical attention because their bg levels were still going up and couldn't get them to go down. They tried multiple boluses and at midnight the patient started throwing up. They then went to the emergency room (ER). The cannula was said to be kinked. The patient stated they were put on intravenous therapy with nausea medication and insulin to bring their bg levels down. Patient remained in the ER for 3 days.